Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have damage to the conductor wire insulation. Additional findings not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .037 - .245 in length and were not aligned with the tube axis.

Event description:
It was reported that during central processing, the instrument was found to have damaged conductor wire. There was no report of patient involvement.